Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr , donor 2 inr: 2.2 inr . Donor 1 hct: 55% , donor 2 hct: 51% . Testing results: donor 1: retention meter with masterlot strips: 3.1 inr , customer meter with masterlot strips: 3.2 inr . Donor 2: retention meter with masterlot strips: 2.1 inr , customer meter with masterlot strips: 2.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer stated they were taking clopidogrel at a level greater than 20 mg/dl, this is known to interfere with inr results and could have resulted in the discrepancy.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 01:24 pm the result from the meter was 5.0 inr and the result from the laboratory was 3.7 inr. The laboratory method that was used was dade innovin. There was no allegation of an adverse event. The customer's medication was not changed based on the meter results. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new medications, no bleeding, and no bruising. The customer was taking prednisone at the time of the discrepant inr result and stated that she expected a higher inr result. The customer did not recall seeing the qc checkmark. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 258638) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.